Manufacturer narrative:
Add'l info regarding this incident has been requested. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was placed in the lower portion of the forearm. The pt was not restless. As the nurse placed the catheter, she noticed the needle felt blunt. After the needle was inserted, the nurse attempted to retract the needle. The needle seemed to hesitate in retracting into the safety barrel. As the nurse pulled back, she noticed the needle tip appeared to be blunt. When the needle finally retracted into the safety barrel, the nurse looked at the device to see if there was noticeable damage on the needle, but could not see anything. The pt was sent to radiology for an x-ray as a precautionary measure to make sure the needle tip was not in the pt's vein. Radiology found an object in the pt's forearm, but could not confirm what it was. Radiology then sent the pt to the emergency room to have the object removed. The emergency room could not find anything, so the pt was sent back to radiology to have another x-ray. In the second x-ray, the object was not found.